Manufacturer narrative:
Investigation summary: DHR- the lot was built and packaged on afa line 11 from 31mar2018 through 04apr2018. All required challenge, set-up and in process samples were conducted and passed per specifications there were no qns initiated during the build of this lot. Received a 20ga unit with no packaging material. All components were present. Visual/microscopic evaluation: a black speck was observed on the catheter tubing (near the tip) of the unit received. The speck was loose (not embedded) and could be removed. Conclusion(s): the fm was identified as residual material introduced to the unit during the manufacturing process. A definite source of the particle could not be identified, it is possible to have originated from eva/k-resin that builds up on the bowls that feed up the material to the manufacturing machines.

Event description:
It was reported that a bd insyte¿ autoguard¿ bc shielded IV catheter had a black smear on the needle tip or catheter tip.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insyte¿ autoguard¿ bc shielded IV catheter had a black smear on the needle tip or catheter tip.